Event description:
Button over lay membrane failed.======================manufacturer response for monitor, physiological, vital signs, suresigns vs3 (per site reporter).======================philips states the panels has been problematic in the field and over lays have been sent out to facilities to replace. Philips to ship out 3 panels. Unit needs oral temperature and spo2 probes.